Manufacturer narrative:
(B)(4). Batch # m92c8y. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. In addition, the device shaft rotated as intended. Due to the condition of the device, no functional testing could be performed to evaluate the reported event of the reported scissored clips; however, it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the product was opened on back table and trial fired. This gun never touched the patient. Not one clip loaded properly into the jaws. Of the two that actually loaded, they criss-crossed with no tissue in the jaws. After they fired, another clip fell out. All subsequent clips did not load but instead shot out of the gun about ten inches before falling off the back table. The rotation knob also did not rotate freely, rather grinds with resistance. An el5ml device was used to complete the procedure. There were no adverse consequences for the patient.